Event description:
It was reported that pump had a malfunction alarm with code malf 0 and corresponding fault ID, and no notable events occurred before the malfunction. There was no reported impact to the customer¿s blood glucose level. Caller had not previously reset pump for this malfunction, and technical support planned to provide reset instructions, but caller chose to call back later to complete pump reset, and no additional outcome information was available.